Manufacturer narrative:
Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), ubd: 03-aug-2015, UDI#: (B)(4). Product ID: 3777-60, serial/lot #: (B)(4), ubd: 02-aug-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for headaches and spinal pain. It was reported that the patient had a past issue where they had to move the implantable neurostimulator (ins) 4 times because one lead would not work and was "all up in the sacral nerve". The first one was reported to be "a pain". They were trying to put the ins in where they would a pacemaker so that they would not have "to run it so far". They moved it down and it took 4 surgeries to get the first one to work. It worked for 6-7 months and then the lead broke. It was reported that the ins was replaced within the first week of placement of the second surgery and the next week with the third and fourth surgeries in 2014. This statement was not able to be clarified during the call. Per manufacturer records the ins was replaced in 2015. They thought this would occur many times due to the placement of the lead and ins so they pulled it out in 2014 and they also pulled out a piece that was giving the patient cellulitis in their neck. The cellulitis reoccurred and also occurred in their arm. The patient had cellulitis 4 times in their neck and then the CT scan showed infection around a piece of the lead in their neck in 2015. No further complications were reported.